Event description:
The customer reported that she entered the incorrect blood glucose and delivered undesired insulin into her body. Advised the customer to review the bolus history to see the amount of insulin delivered. During the call, the customer mentioned that the paramedics were called and she was taken to the hospital due to low blood glucose. The customer stated that she was not admitted and sent back home when her glucose level was under control. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.